Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released in patient's blood and tissue and bone surrounding the implant. Patient has been having severe pain and discomfort and inflammation. Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Dor: (B)(6) 2006 nothing removed at that time.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection. Added stem, cup and bone screw and it was been removed in the ppf. Updated dor and patient weight. Added lawyer and law firm.

Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt-chomium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released in patients blood and tissue and bone surrounding the implant. Patient has been having severe pain and discomfort and imflammation.